Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding a patient (pt) that was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was starting probably about a month ago, the pt had to charge the ins twice a day instead of once a day. Pt will charge in the morning and in the afternoon. The pt would turn the therapy down at night and when they wake up the implant battery would be at 20% or 30%. When asked if the pt had changed their therapy settings the caller said it's always been at 7, 8, or 9 with most of the time on a. The patient was redirected to their healthcare provider to further address the issue. Caller noted they had an appointment already next week and will bring it up. The role of a manufacturer representative (rep) was also reviewed. Additional information was received from the patient's representative (pt rep). The pt rep re-reported previously documented information. The pt rep noted that the pt had to charge their implanted neurostimulator (ins) 3 times per day. It was reviewed that ins depletion depended on ins settings and usage. The pt rep noted that they used to have their settings at 7 and 8 and they changed them to 5 and 4, but still had to charge their ins frequently than last time. It was suggested for the pt rep to follow up with their healthcare provider (hcp) for next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they were told cause was the battery. A new battery being mailed out.